Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially lifted from the jaw. There was a scratch on the probe. The manufacturing record was reviewed with no irregularities. Based on similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated) the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the subject device already states.

Event description:
The subject device was used during an uncertain procedure. After about 10 minutes use, unk error message was displayed. The procedure was continued with another thunderbeat device. As a result of investigation of olympus, it was found that the ptfe pad of the device was separated. There was no patient injury reported.